Manufacturer narrative:
(B)(4). The customer reported that during user initiated shift check, the device displayed the system message ECG fault. The device will then stop operation and display "cycle power". The error presented during user initiated testing. There was no pt involvement. Philips worked with the site biomed and the site biomed was shipped a leads ECG connector and parameter pca to resolve this issue. Because the customer was sent multiple leads ECG related parts, we cannot determine the specific cause of this malfunction.

Event description:
The customer reported that during user initiated shift check, the device displayed the system message ECG fault. The device will then stop operation and display "cycle power". The error presented during user initiated testing. There was no pt involvement.